Manufacturer narrative:
(B)(4). This ventilator was serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the flow valve to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator was delivering a higher amount of tidal volume than expected. There was no report of any patient involvement associated with this reported event.